Manufacturer narrative:
On 08 july 2016, the medical affairs director performed a clinical evaluation and commented as follows: fracture treatment ina tha after 4.5 years. No devices were explanted, the implanted devices are not supposed to be responsible for the fracture, hence no clinical investigation is required. Batch review performed on 18 july 2016. Lot 113579: (B)(4) items manufactured and released on 14 december 2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of this lot have been already sold without any similar reported event. On 19 july 2016, prepared a final report with the information submitted in this initial report. On 20 july 2016 ,the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of pain. The patient had a fracture. The surgeon placed a trochanteric plate and cables to reduce the fracture. Nothing was explanted. The surgery was completed successfully. X-rays are available.